Event description:
Pt was revised to address loosening of the femoral component, which caused pain. It was reported that the loosening occurred at both the cement/bone and cement/implant interfaces, and that the cement was manufactured by a competitor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.